Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were placed transperineally prior to the hydrogel injection. The procedure was performed under general anesthesia. On (B)(6) 2023, was reported that the patient developed a fistula due to the hydrogel. The patient finished his external beam radiation treatment successfully. The patient was referred to an interventional radiologist for treatment. The fistula was reported as ongoing at the time of this report.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2314 captures the reportable event of fistula.